Event description:
It was reported that a pump has an inoperable keypad. The customer reported that all of the numeric keys were inoperable, but the blue soft keys function. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation confirmed the (ok), setup, run/stop, #0, #1, #2, #3, (.), #4, #5, #6, #7, #8 and #9 keys to be inoperable caused by a failed keypad. The on/off key is able to power on the unit; however when powered on the on/off key is inoperable. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed; when any of the remaining functional keys are pressed an automatic output of the (ok) key will occur following the selected key's function. In summary this failure mode limits the ability to navigate care areas, drug selection, and deliver parameters selections. The keypad will be replaced. Baxter has initiated a CAPA to further investigate the issue.